Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead micro-dislodged. A surgical revision was performed to reposition the lead; however, the helix would not retract. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.